Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. Due to limited available information, it cannot be determined what caused the peritonitis event. Peritonitis is a well-known potential complication in pd patients. It was reported the pin fell out of the liberty cycler set after pd treatment was completed 1-2 days prior to the peritonitis event. Manufacturer product investigation is pending at the time of this clinical investigation. Therefore, it cannot be determined what caused the pin to fall out. There were no reports of an associated fluid leak (a known risk factor for peritonitis) in relation to the event. However, the event cannot be excluded as a contributory factor in the reported peritonitis.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. The patient was experiencing symptoms of sore stomach and cloudy effluent. The patient indicated the clinic confirmed the infection but he was unsure what type. Upon follow up with the clinic they confirmed the patient had peritonitis and was not hospitalized. Additional information has been requested, however, the patient¿s clinic refuses to provide any details based on patient¿s privacy concerns. There was no cause identified by the patient nor the clinic and there was allegation nor indication that the use of a fresenius device, drug, or product contributed to this adverse event.